Event description:
The pt called lfs and alleged that the meter was prompting an error 1 message and then a not ok message. The pt was unable to test on their meter for approximately one week. The pt was taking glucophage (1000 mg twice a day). They continued to take their medication, even when unable to test. The pt stated that they visited their physician for advice regarding their blood pressure and blood sugar. The physician tested their blood sugar and the result was 356 mg/dl. They were treated with oral medications. The pt reported feeling dizzy at the time of testing. Based on the info provided, the pt suffered a hyperglycemic event. It appears that the meter contributed to the pt's injury. Had the pt been able to test, they may have been aware that their blood sugar was reading high and they may have been able to treat self more aggressively. The issue with the meter was not resolved. A new meter is being sent to the pt. No further info has been reported.